Manufacturer narrative:
Insulin pump error alarm during rewind due to motor encoder signal out of phase. Unable to confirm motor error alarm and unable to perform any tests due to insulin pump error alarm.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.